Event description:
It was reported that the balloon was ruptured. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified superficial femoral artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was used for treatment. During the procedure, upon first inflation, it was noted that the balloon ruptured at 10atm within several seconds. The device was removed using normal method without any problem. The procedure was completed with another of the same device. No complications were reported, and patient was good post procedure.